Manufacturer narrative:
Reference record (B)(4). G4 compounded product: was identified as "yes" should be "no".

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Patient in hospital post peg procedure. On (B)(6) 2021 it was reported that the stoma showed signs of inflammation, presence of exudate, pain to the touch at the site of the stoma, but no pain on abdominal palpation. Performed tests that were awaiting results. On 18 may 2021 it was reported that the patient had a very localized infection in the stoma area. Patient was prescribed IV antibiotic ceftriaxone. The patient was on ceftriaxone 2g IV from (B)(6) , but changed to cefepime 2g IV, 2 times a day, from (B)(6) after checking the swab result (microbiological exam revealed proteus mirabilis, sensitive to cefepime and cotrimoxazole - result checked on (B)(6) 2021, performed on (B)(6) 2021). 18 may 2021 patient still had signs of inflammation in the stoma, and slightly devitalized tissue around the stoma. No fever. Patient completed antibiotics on (B)(6) 2021 and was discharged from hospital on (B)(6) 2021. Recovered from stoma infection and inflammatory signs, stoma is not dry, and maintains devitalized tissue around the stoma. It was reported that the patient had been having a stomach ache on the left side intermittently for two days but on (B)(6) 2021, it started with continuous pain in the stoma. The stoma had signs of infection (flushing and exudate) and it was also found that apparently the diameter of the stoma was bigger. Patient was started on oral antibiotic flucloxacillin 500mg every 8 hours (from (B)(6) 2021 to (B)(6) 2021). On (B)(6) 2021 it was reported that the patient was better from the signs of infection (redness and exudate) and from the pain in the stoma. Maintains antibiotic therapy. It was verified on (B)(6) 2021 that the patient¿s stoma was no longer red and exudate is in a smaller quantity. Patient has recovered from the pain in her stoma and the pain in her stomach on the left side. (B)(6) 2021 it was reported patient maintains devitalized tissue around the stoma but continues to improve. No signs of inflammation.